Event description:
Patient with a bowel obstruction, post bowel resection the stapler was used to anastomos the bowel. During the second reload the device failed. As a result that section of bowel had to be resected and reanastomosis done by hand sutures. Device was given with lot numbers to the rep. From ethicon.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.